Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a loss of connection between the g5 mobile application and the transmitter that occured on (B)(6) 2016. Mother stated that patient had high blood glucose (bg) values during signal loss. Patient's mother paged doctor on (B)(6) 2016. Doctor recommended an injection of humalog by syringe. At the time of contact patient was in good condition. No additional event or patient information is available. Data download log was reviewed on 05/20/2016. The reported event of loss of connection was confirmed. The root cause could not be determined.